Event description:
It was reported that intermittent malfunction alarms occurred. Customer's blood glucose level was 118 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.